Manufacturer narrative:
Examination of the submitted device confirmed the setscrew is stripped and the two attachment prongs are bent. The root cause is attributed to misuse. The set screw has been moved beyond the retaining pin causing the reported stripped condition. The two prongs were bent trying to remove the box trial from the trial femur. Based on the determination of device wear from normal use and servicing as the root cause, the need for corrective action was not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The box trial screw is stripped.